Manufacturer narrative:
Device analysis results: visual analysis of the returned device identified: clear fluids inside the device, one curved opening on radius, and black mold like appearance. Leak test and microscopic analysis was performed which identified one sharp opening on radius. A dimension measurement in the shell was performed which found the shell thickness to be within specification. Based on the device analysis the final assessment is: one sharp opening due to an unidentified (tear) opening.

Event description:
Physician reported "leakage expander right side." The device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling addresses: deflation: patients should be advised that the tissue expanders may deflate, and require replacement surgery. Deflation occurs when saline leaks through a damaged injection site or a damaged tissue expander envelope.

Event description:
"Physcian" reported "leakage expander right side." The device has been explanted and replaced.